Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was receiving no delivery alarms and that some buttons on the insulin pump were not responding. Advised that a replacement insulin pump would be sent to ensure continuation of insulin pump therapy. Advised customer to call back if the issue recurred in order to properly troubleshoot the issue. Advised that the customer's insulin pump be returned for product analysis. Nothing further reported.